Event description:
I am experiencing the same problems with my bards 3dmax 4.3 x 6.3 lot #43fnd441 and 302 mesh as other people are having with the recalled mesh of the same co. Chronic pain and bowel pain.